Event description:
It was reported that the pt suffered an accident and the electrode has migrated out of the cochlea. Re-implantation is being considered but has not been confirmed at this time.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.